Event description:
At 0500, rn went to hang a new feeding bag. Rn met resistence when trying to disconnect the bag from the feeding tube. The feeding tube broke at the point where the tube connects to the hub into which male components are attached. Pt required transport to fluoroscopy for replacement of nasojejunal tube under conscious sedation.